Manufacturer narrative:
The device was returned for analysis. The reported loose link was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty appears to be related to inadvertent mishandling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the link was loose on the proglide before insertion on the guide wire. There was no patient involvement and the device was not used in a procedure. There was no reported clinically significant delay to the intended procedure or therapy. No additional information was provided regarding this device issue.